Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient was diagnosed with infection at ipg site due to which surgical intervention was undertaken wherein the scs system was explanted. The patient was given antibiotics to address the infection.